Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, they could not get the device to accept a needle onto the device. Then one was on the device and it fell out when passing it back and forth. New device was opened with a new stitch and it worked correctly. The current patient status is 100%. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Witness marks from the needle tip impacting the bevel wall were observed. Sheering was observed on the toggle switches. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.